Event description:
It was reported that, while in use on a patient, a 980 ventilator had an erratic graphic user interface (gui) display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the gui, breath delivery unit (bd) printed circuit board (pcb), line interface ii pcb and the universal serial bus (usb). The se performed calibrations and extended self-testing on the device and all tests passed.